Event description:
It was reported that the patient presented to the clinic upon trigger of the lead integrity alert (lia). Upon further analysis, t-wave oversensing (twos) was noted along with 380 short interval counts (sic) and two non-sustained tachycardia (nst) episodes on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Concomitant medical products: product ID dtba1d1 cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013; product ID 419688 implantable pacing lead, implanted: (B)(6) 2010; product ID 555445 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).